Event description:
We have received a notice by mail from (B)(6): after restoration, the pt is put on the bed. When nurses turn on the handset to raise the backrest, the backrest falls down.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, (B)(4) on behalf of the MFR arjohuntleigh medical beds division, (B)(4). This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the MFR arjohuntleigh. A branch of arjo (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.